Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during an open hepatic lobectomy procedure. There was a problem unloading two manual stapling handles. When unloading the device it locked and was not able to be used. A component of the device broke off. The pistol is sleeping hard in the shot. For the second handle, the stapler did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. The jaws of the device locked onto the tissue. They were stuck and could not be opened. In order to resolve the issue and complete the case opened another manual stapling handle. There was no patient harm. There was no patient injury.